Manufacturer narrative:
Upon reassessment, this event has been deemed not reportable. Duplicate complaint of (B)(4). The failures encountered in zdt-15176 was introduced in the service process. This device was received with the occlusion calibration within specification as documented in zdt-14403. Returned on rma17016 for preventative maintenance, during service this device failed the 30 psi occlusion test at 20.500 psi. The passing specification for the 30 psi occlusion test is between 22 and 38 psi. Reference to complaint # (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the 30 psi occlusion pressure test, alarming at 20.500 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 306 to 290. Subsequently, the device passed the 30 psi occlusion pressure test at 22.700 psi, which is within specification. CAPA-15 was initiated to investigate the root cause of failed occlusion pressure test. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the 30 psi occlusion pressure test, alarming at 20.500 psi, which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.